Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative via sems-06665104 reported that an ar-4068-25tl suturelasso sd loop was broken/not complete when inserted into the patient. This occurred when the surgeon passed the tip of the suturelasso and then thumbed the nitinol wire forward to expose the loop. Once the loop was exposed, the issue was noticed. The surgeon had not touched it with an instrument yet, which was reported defective from the start. They opened an additional suturelasso and proceeded as normal to complete the case. There was no extra time added or harm to the patient. This was discovered during a labral repair procedure on (B)(6) 2024. Additional information was received on 09/19/2024: the broken/incomplete ar-4068-25tl suturelasso sd loop was removed entirely from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.